Manufacturer narrative:
Two sheaths were returned for analysis. Sheath 1: the non-side port handle wing was broken off of the hub and returned. The break occurred at the point the handle wing meets the main hub and did not break at the slit area. The sheath also had kinks in the tubing, the tip was smashed, and the cap was detached. Tip inner diameter could not be measured while outer diameter and length met specification. Sheath 2: the non-side port handle wing was broken off the hub and not returned. The break occurred at the point the handle wing meets the main hub and did not break at the slit area. The sheath also had kinks in the tubing. Tip inner diameter, outer diameter, and length met specification. Review and confirmation of manufacturing records was performed. No discrepancies were noted. All records indicate the device met specification prior to leaving greatbatch medical. Greatbatch is unable to determine the cause of this incident at this time. Due to the nature of this event and similar occurrence, further investigation is required to determine root causer. An updated report with details of the investigation will be submitted to the FDA as information becomes available.

Event description:
Upon slitting, the right wing broke off of both sheaths and the doctor was unable to split.